Manufacturer narrative:
(B)(4). The sample was not returned for evaluation. Since the lot number is unknown a batch review will not be performed. Should any additional information become available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). The report for system error 2267 (fluid and air in set) alarm was not confirmed due to a lack of sample. Not enough data is available within the complaint to identify root cause; therefore, the root cause of the complaint was not determined. Similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Event description:
A customer contacted baxter's technical service center and reported a system error 2267 alarm on the homechoice (hc) machine. The technical service representative (tsr) assisted the home patient (hp). The nurse declined to remove the cassette. Tsr explained the alarm. There were no leaks, the hp did not disconnect, and no unused lines were open. The tsr advised to notify the nurse. Product surveillance contacted the nurse on (B)(6) 2011. According to the nurse the patient is temporarily on hemodialysis. There was no patient injury or medical intervention associated with this event. No further information is available.